Manufacturer narrative:
The reported event occurred on a cobas s 201 system (serial number: (B)(6). The investigation determined that the cobas taqscreen mpx test v2.0 us-ivd assay performed within specifications. A review of the provided data, which included runs from the end of (B)(6) 2022, did not show any hiv reactive results in patient samples. Hiv reactive results were observed only in control runs, as expected. Additionally, six reactive hepatitis c virus (hcv) results were observed, but the customer did not confirm whether these results were alleged to be discrepant. The control kit batch number and wash buffer batch number were not provided, which limited the investigation. The field safety engineer performed a decontamination of the instrument. The observed increase in false reactive results for hiv is consistent with the expected performance differences between the ce-ivd and us-ivd versions of the assay, as outlined in the product's instructions for use (IFU) and supporting documentation. The us-ivd version reflects the FDA-approved configuration, which may result in slightly higher false positive rates due to differences in the test definition file (tdf).

Event description:
The initial reporter alleged an increase in false reactive results for hiv when using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas ampliprep instrument. The allegation pertains to an observed increase in false reactive results for hiv during the first and second quarters of the year.